Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem.

Event description:
It was reported to baxter (B)(4) that when the nurse changed the product for the patient, the titanium adapter could not connect to the transfer set. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.a review of all batch record documents was performed for lot number h12d18059 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.